Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was distorted. The distal conductor was stretched, had blood/body fluid (not obstructed), and had a conductor fracture (overstress). Additionally, the helix was distorted/bent, there was blood in/on the helix mechanism and sleeve head, and there was a tip seal observation. The analyst noted that the lead was received with the helix fully retracted. The distal coil is fracture within the connector. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.

Event description:
It was reported that during the implant attempt, following the third lead repositioning, the helix mechanism would no longer work. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.